Event description:
It was reported that patient underwent total hip arthroplasty on unknown date. Subsequently, the patient was revised on (B)(6) 2011, for unknown reasons. The surgeon noted metallosis and that the modular head and taper adapter were difficult to remove. Attempts to obtain additional info are ongoing. To date product identification, patient information, and date of implantation are unknown.

Event description:
It was reported that patient underwent total hip arthroplasty on unknown date. Subsequently, the patient was revised on (B)(6) 2011, for unknown reasons. The surgeon noted metallosis and that the modular head and taper adapter were difficult to remove. Attempts to obtain additional info are ongoing. To date product identification, patient information, and date of implantation are unknown. New information was received on (B)(6) 2011: it was reported that patient underwent total hip arthroplasty on (B)(6) 2009. Subsequently, the patient was revised on (B)(6) 2011, due to pseudotumor. The modular head and taper adapter were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4).

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, (B)(4) states, "material sensitivity reactions". This is MDR one of two (1825034-2011-00775 and 00861) for this event. (B)(4).